Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was complete gone, put a new battery in and it did not come on, even customer put a new battery in no alarm, put two batteries in insulin pump but it was dead. Customer's blood glucose value was 234 mg/dl. Troubleshooting was performed. Customer stated that hairline crack where they can see insulin and the esc button had hairline crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with cracked case display window corner.